Event description:
It was reported that a user experienced hyperglycemia at 250 mg/dl while using the ilet with subcutaneous insulin, citing frequent supply changes due to insulin needs, a drained device battery that led to missed cgm readings, and running out of insulin overnight with alerts ignored to avoid disturbing family. Customer care provided support that included a review of user-reported use patterns, troubleshooting and education by support staff. Investigation of this case revealed no device alerts or alarms reported and an unclear cause for the hyperglycemia given behavioral and logistical factors. No clinical symptoms associated with elevated blood glucose reported. Outcomes included discontinuation of pump therapy and transition back to multiple daily injections without hospitalization. It was concluded that the cause of the hyperglycemia is undetermined and that further training was offered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.